Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was deployed prematurely. As per the surgeon's opinion it was due to manufacturing error. The procedure was completed on the same day and there was no patient harm. Required minimum dataset provided, no further information will be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).